Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there are no live images display on flex vision due to defective power module feeding video splitters. The fse replaced the ny chassis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the system has no live images. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.